Event description:
A pt reported blood glucose results of "103 mg/dl" with a lifescan meter and "181 mg/dl" on a laboratory device , performed between 21-30 minutes of each other. Between the test there was no intervention that would be expected to change the blood glucose. The meter, test strips, and control solution were replaced.